Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, lot# 0208112429, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient came in for follow-up on (B)(6) 2017, and when they checked the impedance they noticed that on the 8-15 lead, all plots were high, greater than 10,000 ohms, except for plot 12 which was ok. The patient had one program a1 and a2 and they took off a2 to take off the affected lead. The patient had only one program was it was fine like this. The reprogramming was done on (B)(6) 2017. The device diagnosis was high impedance. The etiology was related to the device or therapy, specifically to the lead, and not related to the implant procedure. No action would be done about this lead for now. The event was ongoing. The event resulted in an unscheduled clinic or office visit. No symptoms were reported.